Event description:
Daughter alleged obtaining a discrepant blood glucose results of hi [result greater then 600 mg/dl], 543 mg/dl and 144 mg/dl back to back on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that her mother was sleepy during the time of testing which is a symptom she has, when she is hyperglycemic. No actions were reported taken or treatment received. No adverse event reported. Requested return of suspect device and replacement was sent.